Event description:
The pump was explanted after an implant duration of 81 months, due to manufacturing recall for potential cap detachment. A follow up report will be sent if additional information is recieved.

Manufacturer narrative:
Final device analysis results reveal battery depletion end of life.